Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's main tube had scratch marks/abrasions. The black heat shrink skin that goes over the main tube is the part that has a missing section. The entire missing section is still visible through the distal end of the curved cannula when instrument is installed on a system. Tearing of heat shrink tubing has been replicated on single site instruments that have existing damage to tubing. During removal of the instrument, the damaged tubing section catches on the distal tip of the cannula, and tearing occurs if excessive force is used to pull the instrument out. Based on the location of the damage, it is possible the heat shrink was torn during instrument removal from the cannula. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damaged tubing found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that an unidentified issue occurred with the crocodile grasper instrument. Intuitive surgical, inc. (Isi) contacted the site to obtain additional information concerning the reported event, however, no further information could be provided. The site is not able to provide a complaint description for the reported instrument and/or any other details. There was no report by the site that any fragments from the instruments broke off and fell into a patient. In addition, there was no report of any patient harm, adverse outcome or injury.